Manufacturer narrative:
The pump was received with a broken belt clip rails, broken reservoir tube lip, partially broken retainer and missing reservoir tube o-ring. Unit p-cap / test reservoir does not lock in place properly and unable to perform the displacement test due to the partially broken retainer and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had broken clip rails. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.